Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens delivery system did not deploy the lens correctly. The procedure was completed the same day. There was no patient impact reported.

Manufacturer narrative:
Additional information provided in d10, h6 and h10. Evaluation summary: the device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the start of the loading area. The lens was partially advanced into the nozzle entry area. The trailing haptic was on the optic edge. The leading haptic was folded onto the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed from the nozzle during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported event. The device was returned with lens advanced partially into the nozzle entry. The plunger was retracted. The position relative to the lens during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).